Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that while locking screw was being inserted into delta xtend metaglene, a fragment of the screw driver tip broke off. Surgeon utilized suction from a frasier tip and irrigation until he was convinced that the fragment had been removed.